Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: device returned. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and review of the video evidence provided revealed that the flexible tube of the hydraulic pump was found cracked. The observed condition has in consequence that the device fails to contain fluid properly and leaks during use. A dimensional inspection was not performed since it was not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was performed connecting the hydraulic pump flexible tube to the cement reservoir cap and it was performed correctly. The connectors were connected and disconnected with no issue perceived and the handle of the hydraulic pump worked as intended. However, due to the flexible tube being damaged the fluid leaked off. The complaint condition was able to be replicated. The overall complaint was confirmed as the observed condition of the confidence spinal cmt sys, 11c would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device part: 283910000. Lot: 395666. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 19-mar-2024. Manufacturing site: (B)(4). Expiry date:28-feb-2026. Cement number:. Product code: 183901001 / batch number: 4323482 d4: UDI number updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H6: video investigation: the video investigation revealed that the device was leaking liquid from the pump bottle head during use, despite the bottle body not being cracked. This confirms the event description of the abnormal leakage from the bottle head. A possible root cause for the abnormal leakage from the bottle head could be due to defective or misaligned seals, improper assembly, material defects, excessive hydraulic pressure, or design flaws. However, with the available information, it is not possible to establish a root cause for the failure of the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the confidence spinal cmt sys, 11c would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device product code: 283910000 lot number:395666 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19-march-2024 manufacturing site: jabil le locle expiry date: 28-feb-2026 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after assembling the product according to the steps, when turning the hydraulic pressure, it was discovered that the bottle head was leaking abnormally. After checking it was noted that the bottle body was not cracked. A new pack of product was used to proceed with the procedure. There was no patient consequence. This report is for one (1) confidence spinal cmt sys, 11c this is report 1 of 1 for complaint (B)(4).